Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that there were increase in needle sticks, some were involving with the line of pro edge safety needles. A few of the injuries had to do with trying to engage the safety features. Nurses thought they had the safety engaged but it was not and they got stuck with the needle when moving them away from the patient or placing them in the sharps containers. There was patient involvement but unknown patient harm/adverse event reported.